Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge remained static despite the customer delivering insulin. Reportedly, the customer reloaded the same cartridge and received an accurate fill estimate. In addition, the customer stated the pump becomes hot when plugged in to a power source to charge. During review of the pump history with tandem technical support, the customer noted that there were no temperature alarms. Customer reported blood glucose level was 200 (mg/dl).